Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was noted to be depleting quickly, dropping from 100% battery life to 0%. Reportedly, when the customer charged and turned on the pump, the cartridge had to be reloaded. There was no reported impact to the customer's blood glucose level. Customer indicated manual injections and insulin pens would be used as back up therapy.